Event description:
It was reported to boston scientific corporation in 2005 that a low profile balloon was placed during a balloon replacement procedure two weeks earlier (patient age, gender, and weight unknown). According to the complaint, the balloon ruptured two weeks after the placement procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Functional evaluation of the returned device revealed that the balloon had a small pinhole in it, causing leakage and rendering the device non-functional. The pinhole was not along the balloon's seam (its weakest point). The cause of this malfunction cannot be determined.